Event description:
Reorter indicated that vns pt underwent generator replacement surgery 3 months after initial implant. Device replacement as opposed to explant only is indicative of a potential malfunction. The reason for device replacement is not known at this time.